Event description:
It was reported that balloon rupture occurred. Two 16-6/5.8/75 xxl balloon catheters were used for dilatation; however; the balloons ruptured during inflation. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.